Event description:
Reporter calling, stating he was injured last year during hospitalization when the hovermatt air transfer mattress was used to reposition him in his hospital bed. Reporter states he was hospitalized for "over one month" last year, during which time hospital personnel utilized the hovermatt to assist with repositioning him in bed. Reporter states he is "six feet, five inches" tall and at that time weighed "230 pounds". Reporter states he was reluctant in allowing staff to use the device due to reporter's concerns about his height and weight, however reporter states that hospital staff insisted the use of this device was necessary. Reporter states that after initial use of the hovermatt, he experienced right shoulder pain. After an MRI (magnetic resonance imaging) was performed, the imaging showed a torn right rotator cuff. Reporter states "the next day" hospital personnel again insisted on using the hovermatt to reposition him, and after doing so the reporter again experienced pain, this time in his left shoulder. Reporter states that subsequent imaging revealed a torn left rotator cuff. Reporter states he is unsure if the device is unsafe for "big and tall people" versus hospital staff improperly using the device in repositioning him. Reporter states that today, his right shoulder is still painful and that he is unable to raise his right arm over his head; reporter states he now uses his left arm to accomplish the majority of his daily activities, as his left shoulder was not injured as severely as his right shoulder.